Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's dtachable battery needs to be replaced to address the issues. In addition of the above evaluation, due to the 4-year pm procedure, the air foam inlet filter and muffle have to be replaced.